Manufacturer narrative:
Retainer = clear. Customer returned insulin pump for an alleged blank display, exposed to moisture, damage (physical or cosmetic), found on jun 13, 2021. Device was received with a blank display. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self test due to blank display. Device was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2 , force sensor. Swapping out test boards confirms blank display is isolated to pcba 2. Force sensor zero offset within specification 22.7mv. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked battery tube case, cracked belt clip rails, serial number label damaged, corroded battery tube, cracked keypad overlay select button dome. Blank display confirmed due to [moisture damage. Device exposed to moisture confirmed. Blank display due to moisture damage on pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump stopped working. Customer stated that insulin pump was exposed to water and then it went dark and has not came back on. Customer stated that insulin pump had crack on back. No harm requiring medical intervention was reported. The device will be returned for analysis.